Manufacturer narrative:
Investigation summary bd received three photos for investigation. Evaluation of these photos indicated a poorly retracted IV needle. Additionally, a total of 10 retained samples were function tested, and all retracted as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: retraction issue-does not retract based on photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the safety shield didn't retract after blood collection. There was no health impact or consequence reported.

Manufacturer narrative:
E1: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the safety shield didn't retract after blood collection. There was no health impact or consequence reported.